Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report is being submitted to update additional information in section b5, h2, h3, h6 and h10.

Event description:
It was reported the patient underwent a revision due to bleeding one (1) day following closure with sternal plates and screws. It was reported the surgeon did not use the plate configuration recommended by the IFU in the original implantation surgery. One (1) out of the original three (3) plates were replaced in the revision. It was reported that no additional information is available.

Manufacturer narrative:
Zimmer biomet (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00411, 0001032347-2020-00413, 0001032347-2020-00414, 0001032347-2020-00415. Medical products: sternalock blu system plate, 4 hole l-plate 100 degrees, part# 73-2643, lot# ni; sternalock blu system screw, cancellous cross-drive locking 2.4 x 10mm, part# 73-2410, lot# ni; sternalock blu system screw, cancellous cross-drive locking 2.4 x 12mm, part# 73-2412, lot# ni; sternalock blu system screw, cancellous cross-drive locking 2.4 x 14mm, part# 73-2414, lot# ni; sternalock blu system screw, cancellous cross-drive locking 2.4 x 16mm, part# 73-2416, lot# ni.

Event description:
It was reported the patient underwent a revision of sternal closure plates and screws due to bleeding. The patient was closed with new sternal closure devices. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.